Manufacturer narrative:
07 feb 2024 quality investigation was received: the instrument was returned to abaxis union city, product assurance for investigation. Product assurance discovered that the vetscan software version 3.1.59 was present on the device instead of piccolo software version 3.1.57. The investigation identified that the incorrect software version was loaded onto the analyzer during manufacturing. This was the first occurrence of the incorrect sw being loaded on the analyzer by manufacturing. The technical support supervisor followed up with the clinic and verified that the clinic was using their own reference ranges and did not use the pre-set rangesboth the vetscan and piccolo software versions are validated and confirmed for calculation. To determine that the vetscan software did not impact the chemistry results, which is noted to be the highest risk for -mistreatment a risk assessment was performed. The source code for both versions of software was reviewed, both visual and automated using "compare it!" Version 4.2.2221. The risk analysis concluded that the algorithms used by both versions of the software are identical meaning that there is no difference in how the results are calculated between the vetscan and piccolo software versions. The risk analysis concluded that the algorithms used by both versions of the software are identical meaning that there is no difference in how the results are calculated between the vetscan and piccolo sw versions.abaxis manufacturing has checks in place for the verification of software. Operators were made aware of the one-time occurrence. A review of complaint data showed that there were no further related complaints received. No further action is required at this time. Abaxis will continue surveillance activities and monitoring of products on the market worldwide for performance and safety in our-post market surveillance program.

Manufacturer narrative:
(B)(6) 2023 abaxis, union city, technical support received a call from a customer site market coordinator for multiple temperature warnings on the piccolo xpress analyzer. The instrument was returned to abaxis union city, product assurance for investigation. The unit was repaired. During the investigation, a previous software version (version 3.1.39) was found on the piccolo xpress analyzer. A follow-up will be submitted pending further investigation received.

Event description:
A previous version of combined software found on the piccolo xpress chemistry analyzer.